Event description:
(B)(4). Gained (B)(6) a month after procedure and was diagnosed with hypothyroidism. To this day I have irregular menstrual cycle (heavy first two days, stops for two days, comes back for two days). Left jaw pain, anxiety, depression, hard time losing weight. My insurance covered this procedure